Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and warranty status, instructed customer on placing pump into storage mode and returning it within specified time frame, and advised customer to program settings and connect continuous glucose monitor once replacement pump was received.